Event description:
It was reported that this pacemaker exhibited intermittent undersensing of atrial tachycardia/atrial flutter. It was noted that the patient has been in atrial fibrillation (af) or flutter since implant. Technical services (ts) reviewed programming options. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.